Event description:
It was reported that a solution administration set had leaked. This issue occurred during infusion of a cytotoxic drug. The customer stated that the leak was from "a connector". There was patient involvement, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: three devices were returned for evaluation. The first device was received incomplete, consisting of only a drip chamber; therefore, an evaluation could not be conducted on the device. The second device was received with its drip chamber separated from the tubing. Visual inspection of the device revealed that tubing had been torn off; therefore, further evaluation could not be performed. The third device was received in its sealed over pouch. Visual inspection did not reveal any non-conformities. A push-pull test revealed that the tubing was well connected to the chamber and no disconnections occurred. The samples could not be confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample has been received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.